Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfired. Imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) for a routine bleed case procedure performed on (B)(6) 2023. During the procedure, the first band misfired and caused timing problems with the deployment of the subsequent bands. The physician was able to deploy the bands in place but had problems with the deployment timing. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.